Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button cable was detached, which caused the monitor to not be able to power up past the splash screen. The root cause for the detached response button cable could not be positively identified. No adverse event resulted from the detached response button cable. The pt received a replacement monitor.

Event description:
A (B)(6) old female pt called zoll customer support to report that her response buttons were not responding. The pt was issued a replacement monitor.